Event description:
It was reported to philips that the system was not booting up. The device was in clinical use at the time of the event. No harm to the patient or user was reported to the philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a non-emergency procedure. The procedure delayed but completed as planned because the issue did not affect the procedure. It was reported to philips that system did not start-up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found equipment start-up problems and host pc does not start together with the rest of the system. To resolve the issue, fse replaced the host pc and reinstalled the related software. The defective part was sent for analysis, for host pc no malfunction was observed. After replacement the device returned to good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the information received the procedure was not affected, and the customer was able to complete as planned using the same system with no or minimum delay, is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.